Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: material no.: 305125. Batch no.: 0022982. Needles seem to be contaminated. A black ring is visible this lot has been set aside and a few samples are available for return.

Manufacturer narrative:
Correction b5. It was reported that the bd precisionglide¿ needle experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: material no.: 305125 batch no.: 0022982. Needles seem to be contaminated. A black ring is visible this lot has been set aside and a few samples are available for return. The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-22. H6: investigation summary it was reported that there is a black ring around the needles. To aid in the investigation, four samples and one photo were provided for evaluation by our quality team. Three samples came in sealed packaging blisters and one sample came with no packaging blister, in a small plastic bag and with the plastic shield. A visual inspection was performed under a 30x microscope. There is a mark in the needle about 1/4" from the needle hub. We attempted to remove the mark with an alcohol wipe and it was not possible. The needle is not dirty, it is the metal with a mark on it. The mark is normal and a part of the needle manufacturing process. The three other samples were inspected and no defects or imperfections were observed. The photo provided shows one of the samples received. A device history record review was completed for provided material number 305125, lot number 0022982. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer could not be confirmed. The mark shown on the photo and the sample are imperfections and therefore acceptable. To date, there have been no other similar event reports for the lot. Further action has not been determined necessary at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd precisionglide¿ needle experienced foreign matter in or on device cannula/needle/coring. The following information was provided by the initial reporter: material no.: 305125, batch no.: 0022982. Needles seem to be contaminated. A black ring is visible (see attached picture) this lot has been set aside and a few samples are available for return.